Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer requesting replacement of sensors due to change sensor alert and blood onsite. Customer inserted new sensor that did not penetrate the skin. Customer also reported received the low battery, battery power loss, failed battery test alerts. The event involved product(s) mmt-1884l, mmt-7040b, mmt-7040b, mmt-7512g. Troubleshooting was performed. Customer was reporting issues with sensor serter. Unable to determine reason for issue. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Pump battery lasted more than 1 week. Explained this was expected behavior. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer was able to clear alarm and complete the rewind process if requested. Pump was recently stored or without a battery for more than 10 minutes. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040b. No product return is required for mmt-7040b. No product return is required for mmt-7512g.